Event description:
It was reported that the foot rest was raising quickly and was difficult to lower allegedly resulting in a patient injury. No clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental report submitted as investigation concluded this event had been previously reported in medwatch 0001831750-2013-02744.

Event description:
It was reported that the foot rest was raising quickly and was difficult to lower allegedly resulting in a patient injury. No clinically relevant delay in treatment was reported.